Event description:
Following a fall, the patient experienced a shocking or jolting sensation and a loss of therapeutic effect. It was noted that the patient fell regularly. The patient was at home and his status was reported to be "good". Follow-up with the patient's healthcare professional was recommended. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
.